Event description:
A report was received that the patient underwent an ipg replacement procedure due to an end of service indicator that displayed four months after the implant procedure.

Manufacturer narrative:
Analysis of db-1140 ((B)(4)) revealed that the complaint was confirmed. Upon receiving, the ipg was completely depleted to zero volt. The patient data was retrieved using an external power source. The data indicated that the battery depletion rate changed drastically on (B)(6) 2018 with unknown reason. Internal electrical investigation confirmed that the sleep current is excessive due to overheating asic-u1. This type of damage occurs when the ipg is exposed to high voltage transients. The source of the device damage could not be determined. The longevity of the device with energy usage index (eui) 13.3 would be about 3 years before reaching the eos condition.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to an end of service indicator that displayed four months after the implant procedure.